Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt reported their ins was cutting in and out intermittently and not reading their body position. Pt stated the issue started maybe 6 months ago, they though it was just the body position issue then mentioned they didn't pay attention that the issue has been going on for awhile and also pt told that they didn't have this issue on their previous generator. Pt thought it was related to their body position because they would move around in their sleep but pt was sitting still and the stimulation was still cutting in and out. Pt mentioned they will be having an appointment with hcp and asking if they can request a rep to go with them. Agent redirected pt to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 implanted: (B)(6) 2016 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) who reported the cause of the intermittent stimulation and body position not changing was due to one of their leads not working. They reported that programming adjustments were made to their system.